Event description:
The pt alleged that the left foot brake caster collapsed with a pt in the bed. The account alleged that the bed was setting stationary but the pt was being moved. The account reported an injury occured but would not release any info pertaining to the injury.

Manufacturer narrative:
The technician investigated and the account stated that while transferring the pt to another bed the incident happened. The pt was large and the account had to order a specialty bed for the pt. The technician inspected the bed and found the brake caster weldment and lower frame to be bent. Per the advance bed service manual maximum weight for this bed is 500lbs, the account would not release the weight of the pt. The bed is now in storage and not in use. No further info is available on the repair of the bed at this time.